Manufacturer narrative:
Results - a work order search work performed and there were no similar complaints found within the work order.

Event description:
It was reported that since the cc4204bf collamer plate lens was implanted in 2006, the patient has experienced blurred vision, pain in the eye and having difficulty judging distance while driving. Patient was concerned the lens was off balanced but the surgeon feels the lens is situated properly. The patient has posterior subcapsular opacity which requires laser treatment. This lens remains implanted. Patient was informed we would conduct a search for similar complaints and advised the most likely cause of the blurred vision was the wrong power.